Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 12 atmospheres for 30 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).